Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 8269500. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The video included in the complaint underwent independent physician review. The review is documented below. ¿the description is accompanied by a video showing the aneurysm and the distal vasculature in a subtraction mode. The aneurysm is filled with a coil and a microcatheter is positioned in the distal mca with the tip of the microcatheter clearly visible. An enterprise stent is visible in the microcatheter at the neck of the aneurysm. The microcatheter is pulled back to deploy the stent and during the movement the catheter does not appear stable, with the stent moving backward and forward. During the exposure of the distal stent the struts open and the microcatheter moves/jumps proximal and the stent does not land in the m1. It was described that the maneuver was tried several times, but the video is only representing one attempt. A longer stent, landing more distally in the m1, may have created a more stable construct to work from. Based on these images the failure seems to be due to local anatomical features in combination with the stent length.¿ physician name and date reviewed: (B)(6) md, msc on (B)(6) 2025. The product analysis team reviewed the photos included in the complaint. The review is documented below. [Photo review]: the photo shows a detached and flared stent next to the dispenser hoop and delivery system. No damages are noted on the stent component. It was observed to be in good condition without any structural damage. The issue reported in the complaint that the stent was found detached from the delivery wire is confirmed, as this condition is clearly observed in the photo included in the complaint file. However, the issue reported regarding the incomplete expansion of the stent is not confirmed, as the stent was noted to be completely flared. The issue reported related to stent migration cannot be evaluated through a photo. The complaint device is reported as not available for returning. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting an aneurysm on the left ophthalmic artery, coils (competitor brand) filled the aneurysm. The 4mm x 30mm enterprise 2 stent (encr403000 / 8269500) was placed in the target site and its release was initiated. The physician observed that the distal markers were converged and could not be opened. During the process of releasing the stent, the distal end of the stent migrated to the aneurysm neck along with the concomitant microcatheter (unspecified brand). The physician adjusted the devices repeatedly but was still unable to position the stent in the target site. The physician removed the coils, microcatheter, and the stent from the patient. It was reported that the procedure was completed / ended. There was no report of any negative impact to the patient. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint includes a photo and a short video that will be independently reviewed by the product analysis team and physician review.